Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: device has not been returned. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified proximal left anterior descending artery (lad). A 2.50mm / 10mm flextome¿ cutting balloon¿ was advanced for dilation. However, during the first inflation at 6 atmospheres, the balloon ruptured. The procedure was completed with a 2.5x10mm non-bsc device. No patient complications were reported and the patient's status was good.